Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer was experienced high blood glucose. Blood glucose at the time of event was 574 mg/dl. It was unknown whether customer was using auto mode or not. The insulin pump will not be returned for analysis.